Manufacturer narrative:
G2: country of origin - india this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a flex arm used in spinal therapy. It was reported that the device broke. Patient symptoms are unknown. No further complications were reported/anticipated. Additional information was received. It was reported that the device was found in a damaged condition, when the patient was not present. The therapy was mld, but the procedure had not yet started.